Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2021, it was reported by a sales representative via sems that an ar-16992 scorpion broke. This occurred during a case when it was found that the distal tip is bent/broken and will not accept the needle. There was no patient effect reported.